Event description:
It was reported that upon removing the guidewire from the kit, kink was allegedly identified. It was further reported that the health care provider tried to use the guidewire, but it could not be used. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport MRI isp with 8f groshong kit was returned for evaluation. The guidewire was noted to be bent in two spots. When viewed under magnification, the bend near the distal tip was noted to possess a kink, as the coils were misaligned. Therefore, the investigation is confirmed for the reported kinked guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include damage during handling/unpacking and excessive force during removal from the hoop. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records and no images were provided to the manufacturer. The lot number for the device was provided. The device history records and is currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that upon removing the guidewire from the kit, it was reported to be kinked. The hcp (health care professional) tried to use the guidewire, but it could not be used. A new device was used to complete the procedure. There was no reported patient injury.